Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. It was reported the issue was not able to be duplicated. The imaging system passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system. It was reported the system would not turn on. The site was unable to confirm if the system had been charged. This issue was noted outside of a procedure, and there was no patient involvement.